Manufacturer narrative:
Event date estimated as first date of the month of aware date, as no event date was reported. (B)(6).

Event description:
It was reported that the guidewire coating peeled. A v-14 control guidewire was selected for use for a percutaneous transluminal angioplasty (pta) procedure in a below the knee artery. As the guidewire was advanced through the anatomy, a loop formed in the wire. The physician attempted to support the guidewire using a coyote balloon, however, there was resistance felt. The physician removed both the balloon and the guidewire. It was then noted that the guidewire coating had peeled. There was nothing left in the patient and there were no patient complications. The procedure was completed with a different guidewire. The patient was reported to be fine throughout the procedure. Lesion characteristics were not available.